Event description:
The customer reported being hospitalized due to high blood glucose a year ago. The customer stated that he had the insulin pump in storage for over a year since he was in the hospital. The customer stated that the doctor told him to remove the insulin pump and put him on manual injections for a year. Initially the customer called requesting assistance with uploading the carelink. The customer attempted to upload multiple times without results. Reviewed the alarm history and found several error alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.